Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported noise was confirmed. Visual examination found an external insulation abrasion proximal to the suture sleeve tie impression. The abrasion was breaching the sensing cable lumen and both cables¿ coating was not intact. The cause of the reported event was the external insulation abrasion which is consistent with lead friction to the device can.